Event description:
Reportedly, an unplanned follow-up was performed on (B)(6) 2014 because of sensations in upper left shoulder around device. These sensations started after patient had used electrical garden equipment. Upon interrogating the subject device, it was found in standby mode and the message of the device re-initialization was displayed to the user.

Event description:
Reportedly, an unplanned follow-up was performed on (B)(6) 2014 because of sensations in upper left shoulder around device. These sensations started after patient had used electrical garden equipment. Upon interrogating the subject device, it was found in standby mode and the message of the device re-initialization was displayed to the user.